Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was unable to calibrate exhalation transducer. Mainboard replacement needed. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator on start up it is experiencing transducer fault. There is no patient involvement on the associated event.